Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access backflowed. During a secondary (piggyback) infusion of vancomycin (at 200ml/hour), the fluid was "being siphoned from the primary bag". The primary bag solution was not reported. The set-up of the bags was in accordance with manufacturers instructions with a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.